Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The customer received a control result of 482mg/dl on the contour next link. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. The reading was sent to the insulin pump. No adverse event was alleged. Customer was asked to returned the control solution for evaluation. New strips and control were sent to the customer.